Event description:
A core biopsy was performed on a patient who had a cyst in her breast. She was very slim and had a high risk of bleeding so the dr. Made a decision to use a 16g needle. A small sample was retrieved initially and the dr. Attempted to obtain a 2nd sample. After deploying the needle in the breast, the dr. Reported resistance and experienced problems withdrawing the needle. No 2nd sample was obtained. The very end of the needle had bent at a 90 degree angle. The procedure was abandoned as a 2.5cm haematoma had developed. Analysis and results were obtained from initial sample.

Manufacturer narrative:
(B)(4). "Carefusion medical device complaints were managed handled by cardinal health under a transitional service agreement from september 1, 2009 until july 1, 2011. In retrospective review by carefusion representatives, it was determined that this event necessitates submission as an MDR in adherence with 21 code of federal regulation part 803." Samples were not available for complaint analysis. Failure mode could not be confirmed. No issues related to the failure mode were found during documentation review. Root cause for this incident could not be determined, nevertheless, the most probable cause could be related to the method used during the biopsy procedure. Action plan has not been proposed since it's believed that the cause of this failure is not related to the manufacturing procedures, however, this defect will be monitored for further actions.